Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer stats they notice insulin was leaking from set and the cannula was noted to be bent. The customer declined to troubleshoot for the high. The customer believes the highs were attributed to bent cannula. The customer was advised to return set for analysis and replacement would be sent out.